Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was difficult to deploy. The target lesion was located in the severely calcified superficial femoral artery (sfa. Predilation was performed with a 2mm balloon catheter. Additional dilation was performed with a 4mmx100mm sterling balloon catheter. Subsequently, a 7x200x130 innova stent was selected for use and advanced but had difficulty tracking towards the lesion. The innova stent was pulled out and another dilation was performed with a 5x60 charger balloon catheter. The stent was re-advanced to the popliteal artery and the physician started to deploy the stent. The physician have thought that the stent had been fully deployed so they started pulling the delivery system back and realized that the stent have not been fully deployed. The camera was moved and the physician noted that the proximal 60cm was not "flowered." Roughly 60cm of the deployed stent was closed and not opened. So the physician then tried to "flower" the stent but the wheel was just spinning, the "little pull arm" was already pulled out and could not be pulled anymore. The stent would not move. The physician then took the handle of the delivery system apart and maneuvered it so that the proximal part of the stent would open. The physician was able to deploy the stent and remove the delivery system. Following the removal of the sds, the physician took the wire back down through the vessel then through the stent and dilated the popliteal sfa with a balloon catheter. The vessel was then treated with four innova stents; two 7x150mm, a 7x120mm and a 7x140mm. The vessel was then dilated and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of an innova stent delivery system (sds). There was blood in the handle and in the shaft. The shaft was kinked at the nose cone. The shaft was buckled 57.5cm ¿ 63cm distal of the nose cone. The tip was detached/separated and not returned for analysis. The handle was received opened and disassembled when received. During analysis the handle components were inspected. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. The stent was not received for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the stent was difficult to deploy. The target lesion was located in the severely calcified superficial femoral artery (sfa. Predilation was performed with a 2mm balloon catheter. Additional dilation was performed with a 4mmx100mm sterling¿ balloon catheter. Subsequently, a 7x200x130 innova¿ stent was selected for use and advanced but had difficulty tracking towards the lesion. The innova¿ stent was pulled out and another dilation was performed with a 5x60 charger¿ balloon catheter. The stent was re-advanced to the popliteal artery and the physician started to deploy the stent. The physician have thought that the stent had been fully deployed so they started pulling the delivery system back and realized that the stent have not been fully deployed. The camera was moved and the physician noted that the proximal 60cm was not "flowered." Roughly 60cm of the deployed stent was closed and not opened. So the physician then tried to "flower" the stent but the wheel was just spinning, the "little pull arm" was already pulled out and could not be pulled anymore. The stent would not move. The physician then took the handle of the delivery system apart and maneuvered it so that the proximal part of the stent would open. The physician was able to deploy the stent and remove the delivery system.. Following the removal of the sds, the physician took the wire back down through the vessel then through the stent and dilated the popliteal sfa with a balloon catheter. The vessel was then treated with four innova¿ stents; two 7x150mm, a 7x120mm and a 7x140mm. The vessel was then dilated and the procedure was completed. No patient complications were reported and the patient's status was fine.